Manufacturer narrative:
B2 was updated as it was erroneously entered on the initial manufacturer device report number. B5 was updated as this information was inadvertently omitted on the initial manufacturer device report number. D6b was updated as it was erroneously entered on the initial manufacturer device report number. The investigation was completed and no product was returned. Investigation summary: ppae (stroke): the root cause of the injury was unable to be determined due to insufficient clinical details. This complaint pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The family withdraw care and the patient expired.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient underwent CABG with elective placement of an impella 5.5 on (B)(6) 2025. The physician noted the patient was high risk for stroke due to aortic calcification. On wednesday morning, the patient self-extubated and was re-intubated yesterday morning due to poor oxygenation. A head CT performed today revealed an area of ischemia. The physician stated it is unclear whether the event occurred intraoperatively or postoperatively, but there was a high likelihood given the patient¿s preexisting conditions. Heparin therapy has not been initiated due to chest tubes still in place, which is consistent with the physician¿s normal protocol. Additionally, the patient had an iabp preoperatively and has developed clotting below the knee attributed to peripheral arterial disease (pad).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.